Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline failed to open. The stent was opened in a bend and it was challenging to open. It did eventually open but it had a fish mouth shape. Once the stent looked more open distally, the bend proximal to the aneurysm caused issues for the stent to open. It continued to ribbon on the bend until it was decided to remove the stent and replace it. There were 4 resheaths attempted and many unloading and reloading actions taken place to try and open the stent. More than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered and the pru level was unknown. The angiographic result post procedure showed distal lip of stent past aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the lica with a max diameter of 4mm and a 2mm neck diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
H3: the pipeline vantage embolization device and phenom 27 catheter were returned for analysis. The pipeline vantage embolization device was returned within the phenom 27 catheter. The pipeline vantage pusher was found extending out from within the phenom 27 catheter hub for ~42.2cm. The phenom 27 catheter hub was found in good condition. No bends or kinks were found with the phenom 27 catheter. The phenom 27 distal marker/tip was found in good condition. The pipeline vantage embolization device was pushed out from within the phenom 27 catheter without issue. No bends or kinks were found with the pipeline vantage pusher. The pusher arms were found in good condition. The pipeline vantage braid proximal and distal ends were found fully open and in good condition. The pusher sleeves and tip were found in good condition. However, dried blood was noted on the sleeves and tip coil. Based on the device analysis and reported information the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. Failure to open can be caused by patient vessel tortuosity, braid improperly sized to anatomy, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. In this event, it is likely the placement of the braid in a vessel bend and the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. However, the cause for the reported event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.